Event description:
During a l4-s1 decompression laminectomy, while inserting the cage, the inserter had a piece of the tip break off. The piece was removed from the pt. No harm evident. Diagnosis or reason for use: spinal stenosis.